Event description:
An endurant stent graft system was implanted in a patient for the endovascular emergent treatment of a abdominal aortic aneurysm. The aneurysm is 46.4 mm in diameter. All grafts were placed precisely at desired location. Ballooning was done in the usual fashion with a reliant balloon, molding the stent graft at the seal zones, gate, overlap areas and both iliac throughout entire length. Final angio showed what appeared to be a proximal type 1a endoleak and a type IV endoleak at the level of the gate. The stent graft was again ballooned proximally and at the gate in the usual fashion with the reliant balloon. Another angiogram was taken and showed resolution of the proximal type 1a endoleak but the type IV leak was still present and looked possibly enhanced rather than diminished. The endoleaks appearance was at the level of the gate on the contralateral side and appeared to be a small jet streaming from that side. Based on past experiences the surgeons decided that it was a type IV endoleak and no further action was warranted at this time. Standard follow up will be preformed to evaluate the status of the graft in the future by the physician. The patient was released from the hospital three days post index procedure. It was reported that the patient was found unresponsive on bathroom floor with rectal bleeding the following day. Ems activated, the patient was in cardio-pulmonary arrest, and patient was intubated, unsuccessful resuscitating, the patient never regained pulse or respirations and expired. An autopsy will be performed. The investigator indicated that the events were not related to the device but were related to the procedure.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).

Event description:
Additional information was received: the information provided states that there was a lower gi hemorrhage not a rectal bleed. No autopsy will be performed. The investigator assessment states the event is not related to the study device and it is related to the study procedure. The event of cardiac arrest, respiratory arrest, hypertension, and pleural effusion were assessed by the investigator as not related to the study device and related to the study procedure.